Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted we only received the tyvek of the reload. Pmv functional testing which included could not be done due to lack of physical product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the device was unable to fire on the last firing of the procedure. To resolve the issue and complete the case, they opened a new stapler handle and reload. There was no patient injury.